Event description:
It was reported that this right ventricular (rv) lead exhibited noise and high out of range impedances. Fluoroscopy imaging was performed but results were unable to confirm the cause of the observed high out of range impedances. A lead revision procedure was performed, the rv lead was surgically abandoned and successfully replaced with a new lead. No additional adverse patient effects were reported.